Event description:
It was reported that a potential problem with high pressures developing shortly into the use of the device (within 24 hours) were noticed. The pressure drop increased. No add'l pt effects or specifics have been reported. The product was replaced during treatment. Multiple units have been used on this one pt. Pediatric units have been swapped out for an adult capacity unit. Add'l info rec'd (B)(6) 2015: the third change due to trans-membrane increase was on (B)(6). The trans-membrane pressure increased from 65 ((B)(6), 4pm) to 165 ((B)(6), 6am). Post membrane pressure stable. Blood flow .95lpm; gas flow 2lpm. 7+ days of use. No pt effect is attributed to the changes of devices. Support was withdrawn at the families request after 48 days of ECMO. The lungs were not recovering/healing. (B)(4).